Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil (non-baxter product) after injecting saline (non-baxter product). Customer also stated that the drugs were manually filled using a syringe. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13b064 was manufactured february 19, 2013 - february 20, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.